Event description:
It was reported that the patient presented to an implant procedure. During the procedure, when tying down the left ventricular suture sleeve, the sleeve was compromised and damaged. A new suture sleeve was used, and the lead was implanted successfully. The patient was in stable condition.